Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from the high 200's mg/dl to the low 300's mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.